Manufacturer narrative:
Corrected information provided in d4. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after surgery, the patient had experienced tass (toxic anterior segment syndrome). Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).